Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to reload the cartridge to address the event, and multiple attempts were made to follow up with the customer, but no response was received. Customer¿s blood glucose level was 108 mg/dl.